Event description:
Caller reported that charging supplies became hot to touch while the pump was charging. There was no adverse impact on the customer¿s blood glucose level. Technical support arranged for the replacement of the pump and tandem charging supplies since a third-party wall-block was used. The customer will continue to use the current pump and had a backup method of insulin delivery with mdi. They were informed about the steps needed to receive and return the replacement pump, and all instructions were understood and acknowledged.